Event description:
It was reported via repair work order that the head end lift was functioning intermittently due to a damaged lift wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was functioning intermittently due to a damaged lift wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part on order.

Manufacturer narrative:
Supplemental submitted with evaluation results.